Manufacturer narrative:
The 149 unused lancing devices were provided for investigation. The reported failure on protruding lancets was reproduced with 3 lancing devices. The affected devices were disassembled for investigation. Investigation performed with a stereo microscope did not find any abnormalities. Previous investigations have shown that in a few cases, internal wings of the lancet which intentionally break during the lancet release, might jam the lancet's guiding channel, thus impeding the lancet to retract back into the lancet housing. A use error can be excluded.

Manufacturer narrative:
(B)(4).

Event description:
A roche account executive received information from a medical distributor stating that the customer reported an issue with two accu-chek safe-t-pro lancets not retracting. The needle protruded from each device after the patients had been stuck. There was no accidental needlestick as a result of the lancets not retracting. The exact date of the event was asked for, but it is not known. The lancets involved in the event were discarded, so these will not be available for investigation. The customer stated that he will attempt to obtain the box of the remainder lancets and return these for investigation. Replacement product has been shipped to the customer. No adverse events occurred.